Event description:
It was reported that the asymptomatic patient presented in the emergency room. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. It was noted the patient did not receive therapy during the oversensing. The device was reprogrammed. Patient was stable post programming changes.